Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was done with a proglide device. Reportedly a few weeks after, an attempt was made to re-access for a new procedure, however the access site was hardened. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.